Event description:
It was reported that the user experienced prolonged hyperglycemia for several hours while using the ilet, with high glucose alerts active and no observed issues with the infusion set or supplies. A supply change was performed due to low insulin volume, after which insulin delivery resumed and glucose values began to decline. No clinical symptoms were reported. No medical intervention or hospitalization was required, and non-medical assistance was provided by a family member for support. An investigation was conducted, including troubleshooting and user education performed during the call. No device or component malfunction was identified during troubleshooting, and the cause of the hyperglycemia remained unclear. Based on previously established findings for similar reports, the cause was concluded to be undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.